Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that bio-console 560 had battery issues, batteries will not charge and the unit will not power on. The batteries were completely discharged. Service technician replaced the batteries, power supply, but the issue persisted. Metal oxidation found on the lower part of the base cover (capacitor leakage). Unit will be sent to depot for repair medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had a battery issue, the batteries were not charging, and the unit will not power on. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic received additional information that the batteries were installed on the 3rd of march 2023. The lot number of the removed batteries was 0011520615. Device evaluation summary - depot service: service technician observed that bio-console 560 had battery issues. One of the battery connections was disconnected. Observed a short circuit when trying to connect the batteries. There was a short circuit failure on the system controller board. The errors 59, 60, 61, 62, 70, 71, 102 were found in log file and unitrack rail was broken.the fan filter and back-up batteries had already been replaced in the field. Depot service technician replaced the assy system controller, and unitrack. Service technician also cleared error log and solved errors. Preventive maintenance was completed per specifications. E.1: facility address updated. H.6: fdr and fdc codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.